Event description:
It was reported that during a tka case, while the surgeon was cutting the distal femur, the distal femur cut block and the stabilizing block got stuck together while on the patient. The distal cut was complete, and when the surgeon tried to remove the blocks, he was unable to get them apart. He removed the pins holding the distal block, and pulled both blocks off together. Since the surgeon could not get the stabilizing block off without taking the distal block off, he had to use the sizer block from the journey ii set to prep for the 5-in-1 block. There was no surgical delay or patient injury reported.

Manufacturer narrative:
H10: the device, used in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found no similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for using the distal cut guide. The initial visual/functional investigation found that: the cut guide and stabilizer block were stuck together by the thumbscrew. The initial visual inspection showed that the two parts were not fully threaded. Based on a discussion with the customer who reported the incident, the parts may have never been fully threaded as the surgeon was unable to unscrew the thumbscrew after cutting. The galling between the similar material was the cause of the issue. We could confirm if there was a relationship established between the reported event and the device. Per complaint details, the device malfunctioned during use and the navio was abandoned for manual cutting instrumentation. Based on the information provided the modified procedure did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time.